Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 23 days post index procedure, patient suffered from stent thrombosis. Event was treated with pre-dilation and stenting followed by post-dilation. Investigator assessed that the event was causally related to index device and possibly related to antiplatelets medication. Patient recovered.